Event description:
It was reported the programmer has not been able to interrogate three different devices. Two different rf (radio frequency) wands have been used during this issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The programmer was not able to interrogate due to a loose rf (radio-frequency) head connector on the lem (link electronics module) board. Product ID: 2067 programmer rf (radio-frequency) head, product ID: 2290 pacing system analyzer. (B)(4).